Event description:
Boston scientific received information that the setscrews on the associated pacemaker could not be loosened despite the use of different wrenches and various troubleshooting techniques. As a result this right atrial (ra) lead had to be cut and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.